Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was not able to charge their device. They stated that they were only able to charge once prior shortly after their initial implant. The patient had difficulties reaching over to charge their ins and could not keep their puck in place. The patient had tried alternative methods without success. The patient leaked constantly and especially at night. The patient has had 2 urinary tract infections in the last 2 months and had been treated with antibiotics. The patient also developed a rash behind their vaginal area and before their rectum due to leaking. The patient was under the impression that they did not have to charge their device. Their symptoms returned to baseline. The patient turned their stimulation back on and reviewed charging. They will have a follow up in 4 months to assess. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "incontinence, urinary" and "infection, urinary tract" were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator was not able to charge their device. They stated that they were only able to charge once prior shortly after their initial implant. The patient had difficulties reaching over to charge their ins and could not keep their puck in place. The patient had tried alternative methods without success. The patient leaked constantly and especially at night. The patient has had 2 urinary tract infections in the last 2 months and had been treated with antibiotics. The patient also developed a rash behind their vaginal area and before their rectum due to leaking. The patient was under the impression that they did not have to charge their device. Their symptoms returned to baseline. The patient turned their stimulation back on and reviewed charging. They will have a follow up in 4 months to assess. There were no additional patient complications.